Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer's mother that the reservoirs in use are affected by the recall. Customer is on vacation and has discovered leaks. Caller stated that customer is vomiting and his muscles are tightening up. Customer is on his way home and will contact medtronic. Nothing further reported